Event description:
Rptr stated that customer at the facility reported that when one number is pressed on the keypad, a different number may be seen in the display. The rptr asked the customer if the start pad had failed so that the compounding could not occur. He replied that this had not happened. He did say the unit was being operated in the manual ID mode, so that if an incorrect number was displayed, compounding could not occur. No pt involvement was reported. The unit will be returned for eval.